Event description:
A lawyer contacted stryker on behalf of a hospital regarding a nail that was broken about a year ago. The nail has disappeared and will not be available.

Manufacturer narrative:
The reported event could not be confirmed since no product and no medical records, i.e. X-rays, had been provided. Manufacturing documents could not be reviewed since no lot number was communicated. No nc/CAPA had been filed for the item in question. Potential nail revision had been considered in the risk management file. The labelling informs about potentional adverse effects resp. Their causes. In the case presented a gamma nail was revised due to due to breakage after an unknown period of implantation. With available information a real root cause could not be determined. In case substantive information or the item itself becomes available we reserve the right to re-open the investigation with root cause assessment.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device lost by facility.

Event description:
A lawyer contacted stryker on behalf of a hospital regarding a nail that was broken about a year ago. The nail has disappeared and will not be available.